Event description:
Ous MDR - this ICD was not possible to interrogate after multiple shocks due to lead failure.

Manufacturer narrative:
The analysis is based on the inspection of the quality documents associated with the manufacture of this lead and the ICD as well as the analysis of the ICD itself. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddlers syndrome, subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the electrical module of the ICD was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery. There was no indication of a material or manufacturing problem of the ICD.